Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, when the generator switched to sensory mode, the pt experienced unintentional stimulation. The dr was able to complete the procedure successfully. There was no intervention or add'l treatment required due to this event. There are no adverse consequences reported as a result.